Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd882647 and gd882613 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from the USA of uti and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date in 2010, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequency and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient experienced a urinary tract infection (uti) and peritonitis that resulted in hospitalization on the same day. It was not reported whether a peritoneal effluent culture was performed. The cause of the peritonitis was not reported. Treatment provided for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the events. Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. Concomitant medications were not reported. The nurse stated that the uti and peritonitis were unrelated to dianeal therapy.